Event description:
Pt had new order for precedex infusion. Infusion started 2032 at lowest dose per order: 0.2mcg/kg/h resulting in 4.98ml/h dose to patient. Medication scanned through epic and sent to pump. Confirmed dose on pump. At approximately 2225 pump alarmed air in line and upon checking the bottle of precedex it was completely empty with air in line down to alaris channel. Module paused. Module settings were rechecked on pump and stated dexmedetomidine drug amount: 400mcg diluent volume 100ml patient weight (B)(6) time units: hour dosing units mcg/kg/h units: 4mcg/ml rate: 4.98ml/hr vtbi: 80.6ml dose: 0.2 mcg/kg/min. Pump module shut off and resident notified. Channel and associated brain taken out of room, ticket created and to be sent to biomed.